Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s cuff would not stay inflated. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure inflation line leak was confirmed in the received sample. Manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found. Inflation test ¿ air is applied through valve on the flat pilot balloon to inflate the cuff. The cuff is checked at 24 hours to make sure that the cuff is still inflated. A deflation test is performed; a vacuum system is applied through valve on the flat pilot balloon to remove the air of the cuff. All manufacturing controls were found effective and properly implemented to detect the reported failure mode. If information is provided in the future, a supplemental report will be issued.